Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the most recent implant was changed out and the patient does not know why. Patient was asked repeatedly why it was replaced since it was just put in november and patient said "I don¿t know it was running out". No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their device ran out and needed to be changed because they had 3 lumbar operation surgeries. They stated that their device replacement resolved their issue. The patient noted that their device was explanted on (B)(6) 2005. They indicated that they still ¿ware¿ it. The patient weighed (B)(6)pounds at the time of the event. No further complications were reported or anticipated.